Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the transition between the shaft and the funnel of the foley catheter.

Event description:
It was reported that water leaked from the transition between the shaft and the funnel of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 two-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated passively with no issues on the return sample. The balloon concentricity was 60:40. Active length of the catheter balloon was measured (06350 inches) and found to be within specification (.60 -.90 inches). The device history record review and labeling review was not required as the reported event was unconfirmed. Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected